Manufacturer narrative:
Failure analysis revealed that the device had cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners. The insulin pump passed the prime, displacement and basic occlusion test. The unit was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Unable to confirm the error alarm in alarm history due to overwritten history files.

Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt, as well as another error. The blood glucose reading was 96 mg/dl. No significant events leading to the alarm were observed. The customer stated that he had been around a strong earth magnet. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.